Event description:
New information received noted additional episodes of noise indicative of possible insulation rub against the ICD can. Lead revision was recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to clinic for regular check, interrogation revealed noise on both rv and ra lead channels. The patient did not detect the patient notification. Noise was reproducible. The patient was set to return to the clinic in three months. It is suggested the lead is in an improper position. Performing a chest x-ray was recommended. Cxr will performed at the next visit. No further information is available.